Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, g3, g6, h1, h2, h3, h6, h11. The reported event is confirmed based by review of the medical records. Rotator cuff deficiency is not confirmed. Review of the available records identified the following: 6-weeks post-op (pgs.14-23): patient reports pain anterior-lateral, anterior-distal, and anterior-central. Patient reports difficulties with adl¿s. No laxity noted. Rom 61-90 degrees forward flexion, 61-90 degrees 6-months post-op (pgs.24-33): patient reports moderate pain anterior-central. No ligament laxity or instability noted. Rom 121-150 degrees forward flexion, 61-90 degrees lateral elevation. Patient rates on a scale 0-100 shoulder function at a 70. No abnormalities note on xray. 1-year post-op (pgs.34-43): patient reports pain, some difficulty with adl¿s. No ligament laxity or instability noted. Rom 61-90 degrees forward flexion, 61-90 degrees lateral elevation. Patient rates on a scale 0-100 shoulder function at a 70. No abnormalities noted on xray. 2-year post-op (pgs.44-54): patient reports pain. Patient reports shoulder feels unstable. Impingement noted, subacromial crepitus. Rom 91-120 degrees forward flexion, 61-90 degrees lateral elevation. Patient rates on a scale 0-100 shoulder function at a 70. No abnormalities noted on xray. 3-year post-op (pgs.55-63): pain reported anterior-lateral, anterior-central, and posterior-central. Difficulties with adl¿s. Impingement on passive forward elevation, subacromial crepitus noted. Patient rates on a scale 0-100 shoulder function at a 70. No abnormalities noted on xray. 5-year post-op (pgs.64-73): mild pain reported anterior-lateral, posterior-central. Some difficulties with adl¿s. No impingement, instability, or ligament laxity noted. Rom 91-102 degrees forward flexion, 61-90 degrees lateral elevation. No abnormalities noted on xray. 7-yeal post-op (pgs.74-83): patient reports severe pain anterior-central. Difficulties with adl¿s. No impingement, subacromial crepitus, ligament laxity, or instability noted. Rom 61-90 degrees forward flexion, 61-90 lateral elevation. Patient rates on a scale 0-100 shoulder function at a 30. Glenoid radiolucency noted. Scan to assess rotator cuff for possible rotator cuff failure outcome pending. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Devices are used for treatment. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: cat: 115732 lot: 985700 compr nano hmrl pps 32mm cat: 118001 lot: 528700 versa-dial/comp ti std taper cat: 113032 lot: 115150 versa-dial 42x18x46 hum head cat: 113952 lot: 774570 sm hybrid glenoid base 4mm g2: foreign- UK customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2024 - 00343 0001825034 - 2024 - 00344 0001825034 - 2024 - 00345 0001825034 - 2024 - 00346 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was experiencing pain and difficulties with adls one year post-initial left tsa. At the seven year appointment, radiolucency and possible rotator cuff failure were noted. The outcome is pending. No additional patient consequences were reported.